Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing and a low out of range pace impedance measurement less than 200 ohms resulting in a lead safety switch (lss). As a result, the single-chamber pacemaker device automatically switched the ra lead from the bipolar to the unipolar pace and sense configuration. The patient was seen in-clinic and there was some minimal noise noted with the patient bearing down but the pacemaker device did not detect it. Serial impedances were performed and there were not any out of range measurements observed. A review of the ra pace impedance trend shows that there have been several additional intermittent low out of range pace impedance measurements less than 200 ohms since the lss occurred. Boston scientific technical services (ts) noted to the boston scientific representative (rep) that the ra lead has been in service for almost seventeen (17) years and indicated that there may be a lead issue. It was noted that the patient is remotely monitored so if this continues to be an issue, the clinic will be notified of another lss. The lead remains in service. No patient symptoms or adverse patient effects were reported.